Event description:
Healthcare professional reported left side suspected rupture, capsular contracture baker grade iii and pain. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
The previous medwatch submission reported a suspected rupture, physician did not report rupture via the pfn. This event is un-reporting.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: no observed openings on the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side suspected rupture, "capsular contracture baker grade IV and involves pain and malformation". The device has been explanted and replaced.